Event description:
It was reported that the bd insyte¿ autoguard¿ IV catheter blood control feature does not work and leaked. The following information was provided by the initial reporter: the clinic buys the IV catheter with blood control to reduce patient concern and decrease the risk of employee exposure to blood. Recently, we have had a majority of the IV catheters from lot 2179472 with malfunctioning blood control. After getting a flashback and inserting the catheter into the vein, we retract the needle and remove the tourniquet. Immediately after retracting the needle, blood flows out of the catheter instead of staying in the blood control chamber.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that the bd insyte¿ autoguard¿ IV catheter blood control feature does not work and leaked. The following information was provided by the initial reporter: the clinic buys the IV catheter with blood control to reduce patient concern and decrease the risk of employee exposure to blood. Recently, we have had a majority of the IV catheters from lot 2179472 with malfunctioning blood control. After getting a flashback and inserting the catheter into the vein, we retract the needle and remove the tourniquet. Immediately after retracting the needle, blood flows out of the catheter instead of staying in the blood control chamber.